Event description:
It was reported that the cuff of this artificial urinary sphincter was not coapting. The balloon had a fluid leak. The components were explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon were replaced as the device was not working resulting in incontinence. The cuff was too large and not coapting as the balloon had a fluid leak. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the component. Product analysis did not confirm a malfunction and was unable to confirm the reported coaptation issue. The balloon component was visually and microscopically examined and tested for leaks. A tear was identified in the balloon shell proximal to the sphere-adapter junction. The damage was consistent with tool/instrument damage that most likely occurred during the implant procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the reported fluid leak from the balloon component was confirmed. The damage identified would affect the functionality of the device and likely caused or contributed to the reported urinary incontinence.

Event description:
It was reported that this artificial urinary sphincter was not working, resulting in incontinence. The cuff was too large and was not coapting the urethra; a leak was found in the balloon. The cuff and balloon were replaced. No patient complications were reported.